Event description:
It was learned patient had severe symptomatic aortic stenosis and moderate to severe perivalvular aortic regurgitation. There were no complications.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing paravalvular leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors likely led to the event. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned a patient with a 21mm aortic valve required transcatheter valve-in-valve intervention after an implant duration of seven (7) years, five (5) months due to stenosis and paravalvular regurgitation. The patient was implanted with a 23mm transcatheter valve within the failing 21mm valve. The patient was reported as stable.